Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the patient side cart (psc) was not being recognized by the vision side cart (vsc), and the psc indicated that the boom was disabled. Initially, technical support instructed the customer to perform a hard cycle and reseat the blue fiber on the psc, but the issue persisted. Subsequently, the customer was advised to hard cycle and move the blue fiber on the vsc, which cleared the boom disabled message, but the psc remained disconnected. The customer did not have a backup blue fiber to test further, and other systems were in use. Later, additional troubleshooting was attempted, including a hard power cycle and swapping blue fiber cables, but the issue continued. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced patient side cart (psc) common computer controller (ccc) to resolve the issue. The system was verified and ready to use. The psc ccc was returned for failure analysis, and the reported error was able to confirm and replicate. In log reviews, the reported error was found confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The psc ccc was installed in the golden system, which triggered the reported error indicating faults on the firefly fiber optic cable (ff3 connected to the ccc). The firefly cable was replaced with a well-known cable using the procedure, after which the psc ccc functioned as expected. However, when the original firefly fiber optic cable was reinstalled, the fault reoccurred. As a result of these findings, failure analysis was able to conclude that the root cause of the report event was determined to be a bad firefly optic cable (ff3) in psc ccc.